Event description:
Update: dw: 13-feb-2025: further information was provided that the original graft could still be used but a slightly bigger incision had to be made to complete the surgery.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament reconstruction using the hamstring graft the tightrope ii failed. The mechanism in the button on the femoral side pulled out, the locking mechanism seemed to pull out of the button but the tensioning tapes remained within the button. Per complaint reporter there was no harm for patient, operator or third party. The surgeon has opened the incision once more and removed the graft and decided to use an endobutton to finish the surgery successfully as the button size was bigger.